Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01673. It was reported the patient had ineffective therapy. The l4 lead was explant and replaced due to visually confirmed fracture. A new s1 lead was implanted and the original s1 lead was left implanted due to providing some relief. Therapy restored post-op.